Event description:
A customer contacted beckman coulter inc. (Bec) regarding one falsely high triglyceride (tg) result generated by their unicel dxc 600 pro synchron chemistry analyzer. The customer reported getting high recovery for tg level 1 and level 2 qc which upon repeat was lower. The customer stated tg results were within range and then a steady spike up was noticed on patient samples. The customer repeated qc which passed initially but then the spike was noticed again and the customer did not report any results outside the laboratory. The one sample which was reported outside of the laboratory when run initially was 400mg/dl and upon repeat was 61mg/dl. There was no impact to patient with regard to this event.

Manufacturer narrative:
Bec cts (customer technical support) recommended the use of personal protective equipment (ppe) before troubleshooting and advised customer to perform probe flush procedure and also to calibrate and repeat qc for tg and to run qc on all cartridge chemistry (cc) side chemistries. The customer stated after performing probe flush procedure, recovery was within range. The customer was asked to fax erroneous results, calibration and qc for review. No further information has been received to date. The customer was to monitor issue and call back if it reoccurred. There were no further calls from this customer with regard to the issue. The root cause is unknown but routine hardware troubleshooting resolved the issue.